Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed incorrect time. A technical support specialist (tss) followed knowledge articles, "device time is incorrect" and "time is incorrect on console or station - -correct time manually" verified the time zone as eastern standard time (est), checked the system time using the command prompt, and updated the time accordingly. The customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system time was incorrect by approximately 12 minutes est. The customer reported a time discrepancy on the station and confirmed that only one station was affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.